Event description:
It was reported that stent dislodgement occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-section of the left anterior descending (lad) artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. A non-boston scientific 6f guidecatheter and a non-boston scientific 0.014 inches guidewire were advanced. However, fluoroscopic examination during the insertion revealed that the stent was not attached to the balloon. Consequently, the stent delivery system was withdrawn, and a search was conducted for the stent within the guide catheter, which was unsuccessful. The procedure was completed using an alternative non-boston scientific device. No patient complications were reported, and the patient remained stable.